Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test and blurry image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the image not focusing was due to faulty charged coupled device. Additionally the most probable cause of the failed leak test was due to hole on switch button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported image not focusing during inspection for use involving an olympus autoclavable camera head. There were no reports of patient involvement.